Event description:
It was reported that a flo-gard infusion pump could not turn on. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, battery test, review of the alarm log, and functional test were performed. The issue of the device not turning on was verified during the review of the alarm log by a battery low alarm. The cause of the condition was determined to be a blown fuse, which also prevented the battery from charging. To correct the condition, the fuse and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.